Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that she changed the battery and the insulin and the pump alarmed unexpected restart. Her blood glucose is 7.4 mmol/l. Troubleshooting was performed and the customer was advised that the pump needed to be replaced because of the recurring alarm. He was advised to monitor and wear the pump until the replacement arrives. The insulin pump will not be returning for analysis.

Manufacturer narrative:
The correct information has been provided with this report. The insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No unexpected restart alarm anomalies noted. The insulin pump was received with minor scratched lcd window, cracked case at the reservoir tube window corners, cracked battery tube threads, cracked reservoir tube lip and cracked reservoir tube window. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.